Manufacturer narrative:
Upon further evaluation, service found the image guide bundle was damaged, due to external factors. There was reduced suction due to damage of the channel. There was difficulty inserting the brush in the forceps/instrument channel, due to damage of the channel. The control body [main] and control cover demonstrated fluid ingress/leak. A leak was observed due to perforations in the curved rubber. An air leak was observed in the camera and camera unit. The grip identification/indicator was missing. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿many black spots, broken fiber, insertion section break prevention part¿ for the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube was buckling, and the coating was peeling. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.